Event description:
Chronic fatigue, weight gain, daily headaches, worsening migraines, daily cramping, regular back pain, insomnia, bloating, and sporadic rashes since essure procedure completed (B)(6) 2017.